Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. From the results of inspection and evaluation, the suggested phenomenon was confirmed, and reproduced. Furthermore, it was confirmed that no water leak existed. As a result of confirming the scope appearance, it was confirmed that the electric contact on the scope connector has damage including scratch, dent, deformation, corrosion and coating peeled off. As a result of disassembling the section with the defect to separately investigate the causes of the event "e315", it was confirmed that the contact failure in the electric contact of the scope connector occasionally occurred. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the abnormality/ contact failure in the electrical contact of the scope connector. Concerning the damage including corrosion and coating peeled off of the electric contact, it was presumed that chemical stress such as the parts corroded in green, and parts peeled off in polka-dot shape which were confirmed caused the damage. It is recommended that the user facility performs a periodic check of the device. It is further recommended that the user facility review the methods of storage and usage environment and the methods of the device in accordance to the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation however, the investigation is still in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope experienced a scope communication error (e315). The reported issue occurred at inspection during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.